Manufacturer narrative:
Lens not returned.(B)(4).

Event description:
The reporter stated a 13.7mm micl13.7 implantable collamer lens, -8.5 diopter, tore and it was unknown if there was any patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Based on the results of the investigation, the devices associated with the work order(s), including the suspected device, was manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint. Based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).